Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coil removal). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205).incidentno lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device location of device: uterus"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 12243966) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In february 2004, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vagina infection/ vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fear ("fear of physicians and procedures"), nerve injury ("permanent nerve damage"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ((B)(6) 2009 hysterectomy (full),(B)(6) 2023 surgical removal of coil(s) laparoscopy and coil removal).essure (ess205) was removed on 14-sep-2009. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, fear, nerve injury, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, fear, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, nerve injury, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: most if not all symptoms decreased after essure removal. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received. Reporter's information and lot number was added. Events added: perforation (uterus), hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary/tract/vaginal), apareunia, fear of physicians and procedures, permanent nerve damage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure device location of device: uterus"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 12243966 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vagina infection/ vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fear ("fear of physicians and procedures"), nerve injury ("permanent nerve damage"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ((B)(6) 2009 hysterectomy (full), (B)(6) 2008 surgical removal of coil(s) laparoscopy and coil removal) and surgery (hysterectomy (full), laparoscopy and coil removal). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, fear, nerve injury, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, fatigue, fear, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, nerve injury, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). The reporter commented: most if not all symptoms decreased after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.